Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones for having reached an eri battery status. The physician believes the ICD declared eri prematurely. The ICD is scheduled for replacement.